Event description:
It was reported that during the procedure the stent prematurely deployed in the internal carotid artery (ica). The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review found that the device met all material, assembly and performance specifications. Visual inspection of the microcatheter found it was kinked on its proximal shaft under the strain relief and at 51.5cm from its proximal end and compressed on its distal shaft at 1.0cm from its distal end. It was also compressed just distal to the distal tip marker. In addition, several places along the proximal shaft length, middle shaft length and distal lumen were compressed. No other anomalies were noted. The stent's premature deployment during use cannot be definitively determined. Possible causes identified are: failure of the user to sufficiently tighten the rotating hemostasis valve (rhv) securing the 2f stabilizer and 3f microdelivery catheter, using the 2f stabilizer catheter to advance the system, excessive interference between the guidewire and stent, and damage to the 3f microdelivery catheter caused by excessive force. Based on the limited information available, a root cause for the premature deployment was unable to be determined.

Event description:
It was reported that during the procedure, the stent prematurely deployed in the internal carotid artery (ica). The physician continued the procedure with a similar device. There was no reported clinical consequence to the patient.